Manufacturer narrative:
(B)(4).

Event description:
On the evening of (B)(6) 2014, the patient started having "spasms lightly". On (B)(6) 2014, an MRI was done. The MRI was unrelated to the patient¿s devices or therapy; the MRI was of her head. The pump was read after the MRI, but it only took a minute at the longest and it always took longer than that at her doctor¿s office. On the date of this report, the patient didn¿t think that her pump was working because her muscle spasms were so bad that they threw her off the bed in the middle of the night prior to this report. The patient had a care provider and also a roommate that helped after the care provider left for the day. The patient screamed and her roommate came in her room. The patient thought her legs were off the bed and didn¿t realize that her whole body was off the bed. She was on top of the urine jug that she emptied into at night and it was still hanging on the bed rail. They had to wait until morning to move her off the floor because she used a hoyer lift to be moved. She did get back into bed after that and they put the side rails up on the bottom for her safety. She was having a return of symptoms. The patient didn¿t think the pump got turned back on after the MRI. The patient had continual spasms since they started and they got really bad after the MRI. The patient had to go see her urologist. At the urologist appointment, the spasms started to where her legs were both bouncing off the foot chair in her wheelchair. On the way home, she couldn¿t really function, her blood sugar dropped, and she didn¿t recall getting home from the appointment. The patient had not contacted her pump managing physician as she had an upcoming appointment on (B)(6) 2014 for a pump refill and didn¿t think that her spasms would get that bad. During the report, the patient had several waves of spasms occur and it took her a moment; she breathed until they passed. Per the patient, her ¿spasms hurt so bad and feel like they are on fire¿. The patient took oral dilaudid for pain and there was morphine in the pump with the baclofen. The patient was not getting any pain relief from the pump. The patient had not heard any pump alarms. The patient¿s pump managing physician¿s office was closed for the weekend. She did call her main primary care physician¿s clinic and spoke to an on-call doctor, but was told they didn¿t have access to her file or information so there was nothing they could help her with. The patient was taking oral baclofen (10 mg tablets) up to 5x/day. The pump was last filled a month prior to this report. The interventions and outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information later reported the patient still had concerns regarding their device or therapy. As of the date of the report the patient reported they were losing weight and the pump was ¿moving a lot inside¿ the patient¿s stomach. The pump would sometimes get caught under the arm of their wheelchair and the patient would get ¿injured¿ from this most of the time.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).